Manufacturer narrative:
Gross examination of the returned device was performed. The valve appeared deformed from the inflow side. The pericardium of the leaflets appeared to have been cut, and the valve showed traces of organic deposition on the residual tissue. Pannus growth was also detected on the valve cusps.

Manufacturer narrative:
The leaflets of the returned device were almost completely cut away. As such, investigation of the bioprosthesis was compromised. X-ray analysis of the valve did not reveal calcification. Histological analyses showed that the pericardium was thickened due to disruption and homogenation of the collagen bundles. The collagen bundles showed a bubbly aspect and cholesterol clefts were present. Bacteria were not detected with gram staining. Lipid infiltration can contribute to localized stiffening of the pericardial tissue. This phenomenon, if associated with degeneration of the collagen fibres, as detected in this event, may lead to tearing of the leaflets. However, leaflet tearing could not be confirmed in this event, due to the missing leaflets in the returned sample. It is possible that the patient's clinical history and risk factors contributed to the reported event; however, no clinical history was provided. Nevertheless, structural valve deterioration is a known, inherent risk associated with cardiac valve replacement with a bioprosthesis, as indicated in the instructions for use.

Event description:
A mitroflow valve (model unknown) was implanted in 2013. On (B)(6) 2019, the valve was explanted. The reason for explant was not provided.